Manufacturer narrative:
The actual device was returned for evaluation. The small battery device was evaluated and the reported condition that the device heated up and made a grinding noise was confirmed. An assessment was performed and it was observed that the device had a damaged electronic control unit (ecu), as the cover plate had come off, worn bearings, rough rotation and dirty/ contaminated grease, the electric motor was heating up while being run, and an unknown liquid and residue found inside the handpiece. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device heated up and made a grinding noise. There were no delays in the surgical procedure. Spare devices were available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.